Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the customer was experiencing high blood glucose levels and wanted to verify that the insulin pump was functioning properly. Blood glucose level at the time of the incident was 450 mg/dl, which was treated with a bolus. Blood glucose level at the time of the call was 114 mg/dl. Caller also reported that the customer was recently hospitalized due to a low blood glucose level. The caller stated that he believed the insulin pump to be overdelivering. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The care link pro showed 10 wizard boluses had been recorded in the history file on (B)(6) 2017. The pump was programmed with multiple wizard boluses and was monitored. The wizard boluses were delivered and recorded properly in the bolus history screen. The pump passed the delivery accuracy test. The pump was received with a cracked case at the display window corner, minor scratches on the lcd window, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.